Event description:
Healthcare professional reported ¿rupture¿ via ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on november 13, 2025, with lot number 2871930. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported ¿rupture¿ via ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.